Event description:
It is reported that the device was implanted in 2003. At a routine check in, 2007, osteolysis was found in the area of the medial tibia screw. On approx two months later, the device was revised due to a medial osteolytic cyst.

Manufacturer narrative:
No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.